Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following: one of the primary concerns is that when blood is drawn back through the clave, a drop of blood is expelled, which creates a mess and exposes nurses to potential bloodborne risks, as the blood is not contained. Additionally, even after flushing with saline, visible blood remains in the connector, despite a full 10ml flush. Stagnant blood is a recognized cause of central line infections, which raises significant safety concerns. Moreover, the need for additional flushing to clear the blood increases workload and could result in unnecessary costs related to excessive saline use. If visible blood remains in the clave, it can be inferred that other fluids, such as chemotherapy, may also be getting trapped in the clave. When a drop of fluid is expelled, there is a potential for chemotherapy exposure to both patients and staff. We have previously raised concerns.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.